Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 400 mg/dl. Customer stated insulin pump had insulin flow blocked alarm, battery failed alarm, hardware low level failure alarm. Customer stated they were able to clear the alarm. Customer was performed self test and it did not passed. Troubleshooting was performed. It was unknown whether the customer was using automode at the time of reported event. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test however, insulin pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin on the keypad assembly. No unexpected insulin flow blocked or battery failed alarms noted during testing.